Event description:
The customer reported to baxter during an on-site visit that a colleague infusion pump experienced a no alarm. There was no patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
Same case as MFR report# 2134265-2009-06920. It was reported that following a coronary drug eluting stenting treatment procedure, the patient developed target vessel restenosis. The target lesion was located in the mid left anterior descending coronary artery (lad). Two 3.00x20mm taxus express2 stents were implanted in the target lesion. After an unknown time period, the patient was diagnosed with target vessel restenosis (tvr) and non-tvr. The 18mm, 90% stenosed tvr lesion was located in the proximal lad with a reference diameter of 3.50mm and was treated with a 3.5x18mm non-bsc stent. The 30mm, 99% stenosed non-tvr lesion was located in the distal left circumflex artery with a reference diameter of 2.50mm and was treated with a 2.5x18mm non-bsc stent and 2.5x23mm non-bsc stent. The patient was discharged two days later.

Manufacturer narrative:
(B) (4). The pump was not released from the customer to be evaluated at baxter. Baxter personnel performed an onsite visit and evaluated the pump. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
A selector 24khz micro handpiece was involved in an incident during a pt procedure. A craniotomy was being done on (B)(6) 2010. The surgeon had the device in his hand for approx 1 minute when the unit began to overheat and leak saline. The pt was an adult (age was not provided) who was in contact with the handpiece approx 20 seconds. There was no injury involved with this unit. The unit was changed immediately and there was no delay in the procedure.

Manufacturer narrative:
(B) (4)the device was evaluated onsite.

Manufacturer narrative:
(B) (4) the pump was inspected onsite for the complaint. The pump powered on normally and passed the self test. The speaker and back up tones sounded clearly. The speaker and back-up speaker test from the service manual. The main alarm tone and back-up beeper both sounded clear and had no distortion. The reported condition was not confirmed and could not be duplicated. The assignable cause is currently unknown. The user interface module master software (B) (4), categorized as unremediated.